Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2016 with the following findings: during investigation, a review of the pump¿s history showed the last bolus delivery was a 2.85u bolus on (B)(6) 2016 at 01:36. The last basal delivery was on (B)(6) 2016. The history showed a replace cartridge alarm on (B)(6) 2016; the next prime was recorded at 06:36. During testing, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at the end of testing the basal history correctly showed 1.0u and total daily dose (tdd) showed 24.0u. The tdd calculated correctly and reflected the user¿s programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump found to be delivering accurately within required range. No delivery interruptions or alarms occurred during the investigation. The original complaint of a history settings issue was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.